Event description:
It was observed that during the device evaluation, the evis lucera elite duodenovideoscope exhibited cracks in the illumination lens and peeling in the adhesive part of the objective lens. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.